Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the sutures did not load properly and were unable to be tensioned. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.